Event description:
In 2008, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultra read inaccurately high. The medical affairs specialist contacted the reporter to obtain/clarify info. During the call the reporter also alleged the meter did not turn on prior to the inaccurate high reading. On three days earlier, the pt was not able to test on his meter because it would not turn on. The reporter noted the pt was feeling "badly" this whole time but did not know the symptoms or whether he did anything differently regarding treatment, due to the issue. The reporter stated the pt takes insulin in the morning but does not know the dose or whether the pt adjusts based on meter readings. On the day prior to original date, the reporter stated the pt felt unaware of his surroundings, like he was "not really with it." The pt tested his blood sugar and obtained a result of 188 mg/dl at that time and passed out shortly thereafter. The pt's wife tried to wake him but when she couldn't, she called the ambulance. They arrived within 5 mins at 10 am. Upon arrival, the paramedics tested the pt's blood sugar and obtained a result of 32 mg/dl. The reporter does not know what treatment was given to the pt at the hospital but states that the pt has dementia exhibited typical symptoms shortly after he regained consciousness. The reporter states the onset of symptoms is usually not as rapid as it was this time. The next morning, the nurse at the hospital tested the pt's blood sugar on his meter and again obtained a reading of 188 mg/dl. The reporter stated the pt stayed in the hospital for a week and a half, then was transferred to a nursing home because he has disease states other than diabetes that require care. The customer service rep determined during the troubleshooting telephone call, the meter was set to the correct unit of measure and the result was verified in the meter memory. The medical affairs specialist determined that the meter powered on after replacement of the battery before the pt was able to test on that day. This complaint is being reported because the reporter claimed the pt could not turn on and later became hypoglycemic. It is unk whether the reported issue may have affected the pt's treatment. The alleged inaccurate high reading did not contribute to the symptoms or delay appropriate treatment because the symptoms started before the reading was obtained and the ambulance arrived shortly after the reading was obtained.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.